Manufacturer narrative:
The information provided by stryker (B)(4). No additional information is available at this time. Additional f/u information may be obtained by the clinical affairs as it becomes available. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
During a site close-out visit at the (B)(6) hospital, the cra conducting the visit noted an ae for revision of the stryker study components. The components were reported to be revised for component loosening.